Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
Customer allegedly received the following results, with two different compact plus meters, within 10 minutes: 125 mg/dl (system 1) and 287 mg/dl (system 2). No adverse event reported. The customer used 2 different test strip drums with the same lot number for each meter and results. Return of the suspect device was requested for evaluation.